Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Felt that tampon was not complete, retained [foreign body in reproductive tract]. Felt that tampon was not complete when she took tampon out [complication of device removal]. Tampon was not complete [device breakage]. Consumer reported that they took out the tampon and felt that it was not complete. No serious injury reported.